Manufacturer narrative:
Product complaint # (B)(4). It has been determined that this is a duplicate submission and has been reported on # (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a lobectomy procedure; physician used ethicon stapler multiple times, toward the end of the case the stapler jammed and wouldn't release from the tissue using emergency release protocol. The physician had to cut the stapler out and then suture the location where the stapler wouldn't release the staple. There were no patient consequences reported.